Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, due to detached end cap. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the drive support cap was loose. Troubleshooting was done. The customer stated that the insulin pump was not dropped or bumped. No further details given. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.